Manufacturer narrative:
(B)(4).

Event description:
During a staged procedure a resolute integrity drug-eluting stent was implanted in the lad. Approximately 6 months later it was reported that the patient suffered from a gi bleed event. On the same day as the bleed, the patient received a blood transfusion and dapt was discontinued to treat the event. Cec adjudicated that the bleeding event was not related to the device but that it was related to the antiplatelet therapy. Investigator indicated that the reported gi bleed was not related to the study device.